Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 30-may-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 30-may-2024 listed on smartsolve. Dailytotalcollectionstarttime = 05/30/2024 00:00:00.000. Dailytotalofallinsulindelivered = 124.35. Dailytotalofbasalinsulindelivered = 41.05. Dailytotalofbolusinsulindelivered = 83.3. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 30-may-2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: 05/25/2024 12:25:16.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/27/2024 13:20:32.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/27/2024 13:21:44.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/27/2024 13:22:46.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/27/2024 16:40:24.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/27/2024 16:40:50.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/27/2024 16:41:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/27/2024 16:42:01.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/27/2024 16:43:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/27/2024 16:45:54.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/27/2024 16:46:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/27/2024 16:47:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/27/2024 16:51:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/27/2024 20:37:22.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Pump error 42 alarm was found on: 05/26/2024 18:47:35.000 pump error 38 alarm was found on: 05/26/2024 18:47:35.000 no unexpected pump error 42 alarm and pump error 38 alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 42 alarm and pump error 38 alarm were confirmed according in the formatted history file, problem isolated on the hw/motor assembly. Force sensor zero offset measured (23.06 mv) and within spec range. The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. However, pump error 42 alarm and pump error 38 alarm were confirmed according in the formatted history file, problem isolated on the hw/motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion). Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-1715kl, unomedical. Customer was using the insulin pump system within 48 hours of the reported event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1715kl. No product return is required for unomedical.